Event description:
Healthcare professional reported left side rupture. Devise has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken in radius side assessed as surgical damage like. Additional observations: ¿ creases is observed. ¿ missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b5, d9, h3, h6.